Manufacturer narrative:
The distributor confirmed with the customer that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. Troubleshooting of the AED did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
An international distributor reported their customer's AED battery was almost empty and the AED's asi was flashing red. The customer did not report this occurring during patient use.